Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture and balloon detachment occurred. The physician was treating a 90% stenosed lesion located in the severely calcified, severely tortuous ostial right coronary artery (rca). Vascular access was right femoral. The lesion was pre-dilated and treated with the implantation of another manufacturer's 4.0x8mm stent. Residual stenosis was present on the ostial end of the stent requiring post-dilation with this 4.0x12mm maverick2 balloon catheter. The balloon ruptured on the second inflation at 18atms. The balloon was withdrawn from the lesion, however, the physician was unable to retrieve the balloon catheter back into the guide catheter. An attempt to remove the balloon catheter, guide catheter and guide wire together as a unit was made. Resistance was felt attempting to withdraw the units through the introducer sheath, resulting in the balloon detaching from the catheter. The balloon shaft was removed intact, however part of the balloon remained in the patient. The balloon could not be found under x-ray imaging, although it is though it remains between the femoral and popliteal arteries. The patient is not showing any signs of complications. Blood flow between the femoral and popliteal is not showing any signs of restrictions. Imaging of the same area shows no lumen restriction or contrast media lockout. Palpation confirms a strong foot pulse. The patient continued to be monitored with hourly foot checks resulting in normal findings. No further complications were reported.